Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that the pressurewire x, wireless device was to be used in the proximal left anterior descending (lad) lesion with heavy calcification. Advancement was attempted several times, however, the device became stuck in the lesion and failed to cross. An unknown balloon was used to trap the device in the guide. The guide catheter, inflated balloon, and the stuck pressurewire x were removed as a unit. The procedure completed with using another device and intravascular ultra sound (ivus). There were no adverse patient effects and no clinically significant delay during the procedure. No additional information was provided

Manufacturer narrative:
Visual observation was performed on the returned device. The reported difficulty advancing and removing could not be replicated in a testing environment as it was based on operational circumstances. However, a stretch and multiple bends/kinks were noted on the wire. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no indication of a lot specific product quality issue. The investigation determined that difficulty advancing and removing is likely due to operational circumstances. It was reported that the lesion was heavily calcified. It is likely the device was bent/kinked during advancement due to the challenging anatomical condition; as a result, the device was having difficulty advancing. It is also likely that the device was caught by the heavy calcification which may have caused difficulty removing. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.